Event description:
A customer reported that the glidescope core 15-inch monitor turned off during a procedure. No delay in procedure, use of a backup device, or harm to the patient was reported. Additionally, the customer reported being unable to replicate the issue following the reported event and indicated that the end of the connected glidescope core 2m quickconnect cable was physically damaged.

Manufacturer narrative:
The customer's glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to duplicate the reported failure. The monitor was powered on and tested for over thirty (30) minutes with no issues identified. The monitor passed verathon's device functionality testing and confirmed to be within specification. Despite being unable to duplicate the reported power management issue, verathon replaced the monitor's main battery and coin cell battery due to the age of the device.the glidescope core 2m quickconnect cable used with the monitor that was reportedly physically damaged was not made available to verathon for evaluation.the glidescope core operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.